Manufacturer narrative:
Pump received with all button no response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test or verify missing segments/partial display due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had a partial display. The customer¿s blood glucose level was unknown. The customer states the pump was exposed to extreme temperature and the screen was black. The customer also states unable to perform self-test. Sending replacement. The insulin pump will be returned for analysis.